Event description:
Reportedly, customer's personal pump profile settings were deleted. Customer's blood glucose level was 162 mg/dl. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.